Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the device was noisy and did not suction well and it did not stick to the pt and it was messy. She did not want to ts. Used with male wicks. No additional information provided. No troubleshooting was provided. (Prepping and placement tips shared)